Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 468 mg/dl. The customer stated that the numbers kept scrolling. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had intermittent button response and a button error alarm due to corroded keypad traces. No numbers scrolling up or frozen display noted. The pump had a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.